Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. The smart pass feature programmed itself off due to the low amplitudes. The sensing vector was set to the secondary vector. Technical services discussed some programming options with the caller. There were no additional adverse patient effects. The system remains implanted. It was reported that, prior to the implant procedure, the patient passed the sensing vector screening for both the primary and alternate sensing vectors. Now that the system is implanted, all of the sensing vectors have failed. The signal was smaller now compared to the screening signals. The doctor repositioned the electrode and the sensing vectors still failed. Technical services advised some options to try in order to get a better signal. The system was successfully implanted. There were no additional adverse patient effects.

Event description:
It was reported that, prior to the implant procedure, the patient passed the sensing vector screening for both the primary and alternate sensing vectors. Now that the system is implanted, all of the sensing vectors have failed. The signal was smaller now compared to the screening signals. The doctor repositioned the electrode and the sensing vectors still failed. Technical services advised some options to try in order to get a better signal. The system was successfully implanted. There were no additional adverse patient effects.